Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer declined to provide further information regarding the issue. There was no impact to the customer's blood glucose level.